Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and stent migration occurred. The lesion was located in the left anterior descending artery. A 2.75x16mm taxus element stent was advanced to the lesion, and deployed. The stent was well positioned and well apposed. A 3.0x9mm non bsc balloon was advanced to the lesion for post-dilation. The stent was "pushed at the end of the artery and was compacted" at the distal end of the stent by approximately 6mm. The procedure was completed by placing a 3.0x16mm taxus liberte' stent upstream of the 2.75x16mm stent. No patient complications were reported. Patient status is listed as okay. Additional information was requested but is not available. This product is only ous approved but it is similar to an approved us device.